Manufacturer narrative:
(B)(4). The reported patient effect of death, as listed in the product instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event (ae): death. Onset of ae: approximately 30 hours post procedure. It was reported that during the procedure, a 2.5 x 15 multilink stent, 2.5 x 18 vision stent, and a 3.0 x 18 multilink stent were implanted in the totally occluded, heavily calcified, right coronary artery for treatment of a st myocardial infarction. Approximately 30 hours post procedure, the patient expired while hospitalized. The cause of death was reported as multi-system failure and cardiogenic shock reportedly unrelated to the implanted stents. Though requested, no additional information has been provided.